Event description:
It was reported that three months and two days post catheter placement, the catheter allegedly ballooned during flushing. It was further reported that the catheter was repaired using a repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Gross, microscopic visual, functional and tactile evaluation were performed. One electronic photo was provided for review. The investigation is confirmed for the reported catheter ballooning issue as ballooning was observed just proximal to the distal end of the catheter were also noted in the provided photo. Furthermore, tactile evaluation was performed prior to functional testing; necking was observed throughout the outer catheter sleeve. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation as well as a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that three months and two days post catheter placement, the catheter allegedly ballooned during flushing. It was further reported that the catheter was repaired using a repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Gross, microscopic visual, functional and tactile evaluation were performed. One electronic photo was provided for review. The investigation is confirmed for the reported catheter ballooning issue as ballooning was observed throughout the outer catheter sleeve was also noted in the provided photo. Furthermore, tactile evaluation was performed prior to functional testing; necking was observed throughout the outer catheter sleeve. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and two days post catheter placement, the catheter allegedly ballooned during flushing. It was further reported that the catheter was repaired using a repair kit. There was no reported patient injury.